Event description:
In 2008 , a female underwent elective endovascular abdominal aortic aneurysm repair utilizing the endologix powerlink delivery system. After deployment of stent, unable to retrieve delivery system and nose cone broke off and required conversion to an open procedure in order to retrieve device. Pt expired in the operating room.